Event description:
The patient underwent biliary drainage catheter placement on (B)(6) 2010. The wire guide was cut off at 3cm apart from the tip when the tip of the wire guide was advanced and pulled back from the needle, a couple of times to gain access to the target position. Another manufacturer's device was used to complete the procedure. The segment of the wire guide remained in the bile duct. The physician takes follow-up observation, but he is not going to retrieve the segment since the patient's condition is fine. No other additional information was provided at this time.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Current controls: this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device, a confident statement of root cause is not possible, however, this statement in the event description "wire guide was cut off at 3cm apart from the tip when the tip of the wire guide was advanced and pulled back from the needle a couple of times" would indicate that the device failure was procedurally related. We will continue to monitor for similar complaints.